Event description:
It was reported by customer that device presented a short circuit with the smell of smoke, before the case and no patient involved.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed functional testing with a short circuit error. Complaint of "short circuit" error message and burnt smell was confirmed. Cause of errors is a shorted electronic component on the main digital pcb. Burnt smell was caused by burnt resistor on main pcb. Product passed functional testing with a known good main pcb installed.